Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient delivered a bolus for a blood glucose (bg) reading of (B)(6) ((B)(6)). Since they were still high afterward, they opened the calculator on their dash pdm again and noticed that the 17 was still displayed, almost as if it hadn¿t been confirmed. However, the patient was confident that they did confirm it because they saw the green bar and heard the clicking sound. Believing the bolus had not been delivered, the patient entered a new bg value into the calculator and delivered another bolus, then went to bed. Later, they went low (level not specified). In the history, there is only one recorded bolus corresponding to a bg of (B)(6) ((B)(6)). No medical assistance was reported.